Event description:
It was reported that the procedure was performed for treatment of a 90% restenosis of a non-abbott stent which had been implanted inside an unspecified bare metal stent in the moderately tortuous proximal-mid left anterior descending artery. Pre-dilatation was performed using 1.5 and 2.0 balloons. A 3.0x33 rx xience xpedition stent delivery system (sds) was advanced to the non-abbott stent; however, the xpedition sds became stuck inside the non-abbott stent. The xpedition sds was retracted and the stent flared. Due to the flared stent, the sds could not be withdrawn completely into the guide catheter. The guide catheter and the sds were withdrawn as a single unit; however, when the single unit reached the sheath, the stent became caught on the distal end of the sheath and dislodged from the stent balloon in the anatomy. The stent was retrieved from the anatomy using a snare device. A new xience xpedition was deployed successfully at the target site. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Indications for use, incorrect removal. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction from incorrect removal to excessive force. Evaluation summary: the device was returned for evaluation. The stent damage and dislodgment was confirmed. The failure to advance and difficulty to remove (guiding catheter/introducer sheath resistance) could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Additionally, force was applied. The IFU also states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the IFU deviations likely contributed to the reported difficulties.

Event description:
Subsequent to the previously filed medwatch report, new information provided states that force was used in the attempt to advance the stent delivery system.